Manufacturer narrative:
(B)(4) analysis was normal. No anomalies were found. (B)(4)

Event description:
It was reported that the right ventricular lead was dislodged. Lead was explanted and replaced. Patient condition was stable post-procedure.